Event description:
Patient had a left hip revision due to loosening of acetabular cup. Surgeon replaced cup, liner and head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 50mm tritanium hemispherical cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.